Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed, during which a hole in the balloon was identified due to possible degradation of the silicone resulting from device age. The device was removed, and a new aus was implanted. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cuff was visually inspected and leak tested. Visual examination revealed the presence of folds in the cuff; however, the leak test passed. The balloon underwent visual inspection, leak and functional testing. Visual inspection showed scaling on the balloon shell, and a fatigue-related hole within the scaled area was identified. The balloon was also noted to be non-spherical. The leak test confirmed a leak caused by a fatigue-related tear within the scaling. Functional testing of the balloon was not performed because the fatigue-related tear rendered the component non-functional, and no balloon specification was provided for further evaluation. The pump was visually inspected, leaked and functionally tested; all three evaluations passed. Based on the available information and analysis results, the perforation identified in the balloon could have caused or contributed to the reported clinical observation of balloon-hole/perforated. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed, during which a hole in the balloon was identified due to possible degradation of the silicone resulting from device age. The device was removed, and a new aus was implanted. No additional patient complications were reported.